Event description:
During a baxter eval a pump was found to have a system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced a system error 322 caused by a failed lower link switch. The lower auxiliary assembly will be replaced.